Event description:
It was reported that the EKG (electrocardiogram) on the programmer was noisy. Multiple slave cables were tried, without any improvement. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067, programmer rf (radio-frequency) head; product ID 2290, pacing system analyzer. (B)(4).